Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that a patient who was getting an MRI indicated that their system was not working anymore, and either not charged or dead. The healthcare professional did not have any further information and there were no patient complications reported as a result of this event.